Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a right atrial lead repositioned procedure, after it was confirmed via x-ray image that the lead dislodged. The patient was playing volleyball shortly after the implant, which the doctor believed contributed to the dislodgement. The lead was repositioned on (B)(6) 2019. The patient was stable throughout.